Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited low lead impedance and loss of capture a year ago. Clavicle crush was suspected. The device was programmed to vvi. The lead was capped and replaced during device change out on (B)(6) 2014.